Event description:
It was reported the pt underwent surgery for implant of percutaneous spinal fixation instrumentation. The pt has localized itching and swelling on her back. The pt's symptoms started in 2009. The symptoms were not incisional or anywhere else on her body. The pt had unspecified blood work done. The results of the blood work were acceptable (specific test results were not provided). There was no report of infection. The pt is being treated with antihistamines. The itching and swelling are under control. The pt is scheduled to see her allergist. It was also reported that the pt is taking slow releasing iron supplements and has had other metal products implanted.

Manufacturer narrative:
With the available information, a cause or contributing factor cannot be identified. This report is being submitted for notification purposes.